Event description:
Epidural catheter placed by anesthesiologist for post-operative pain control in 2007, without incident. In the next day, patient had poor pain control which was thought to be related to the epidural catheter. The anesthesiologist attempted to reposition the catheter and it continued to fail. He then removed the catheter, and found it to be fractured at the tip with approx 4 cm of catheter retained. Returned to the or for exploration. Retained piece was not found, and not seen on radiographs.